Event description:
The complainant reported a 73 year old male patient presenting with cardiomyopathy. During support, the pump stopped. The device was removed and replaced without any harm to the patient.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. A supplemental MDR will be filed at the conclusion of our analysis.

Manufacturer narrative:
The device was returned and an investigation was performed. Biomaterial was found in the outflow cage, however, there was no evidence of a kinked purge line or catheter. Analysis of the returned data logs found a sudden spike in motor current, indicative of a kink in the purge line. Based on our analysis, we feel the root cause of the pump stop was due to user technique/use resulting from a kink to the purge line.